Event description:
(B)(6). The customer reported that the needle never retracted and that the cannula was bent.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism malfunction (to retract) or to determine the root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.